Manufacturer narrative:
B3: day of event is unknown. E1: (B)(6). A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a tube occlusion. When trying to pass saline through the tube before use on the patient, it did not pass. This occurred before patient use/during priming at facility. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
The following field was updated with corrections: d4. Primary UDI number: (B)(4). H6. Investigation codes: updated. Investigation summary: one (1) sample was returned under part number 21-3271-24, l/n: 4426823 for evaluation without its original packaging, inside a plastic bag in decontaminated condition. The complaint sample was visually inspected, at 12¿ to 16¿ under normal conditions of illumination. No damage or other defects were detected on the sample. The sample was evaluated by introducing distilled water with a syringe to verify that the liquid flowed correctly. During the functional test it was detected that the distilled water passed through the sample without difficulty, no occlusions were detected in the sample. The reported failure mode in the complaint was not confirmed, and the root cause could not be determined. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.